Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer stated that they bolused several times but their blood glucose level would not drop. The customer stated that the insulin pump did not give an alarm for the lack of insulin delivery from the device.